Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted that the application was repaired, however, no information was provided on how the ble issue was resolved or what caused it. There were no patient consequences reported. Further information was requested but not received.